Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead wa returned and no anomalies were found. The outer insulation was cut. There was blood/body fluid in/on the proximal conductor suspected due to explant procedure. (B)(4) the full lead was returned and no anomalies were found.

Event description:
It was reported that the right atrial and the right ventricular leads had positioning/fixation difficulties and apparent conductor fractures. Both leads were removed and replaced. No patient complications have been reported as a result of this event.